Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. UDI not available.

Event description:
Doctor reported loss of integration and osteonecrosis due to multiple myeloma.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative. One implant was returned for investigation visual evaluation of the as returned implant identified bone/blood residue around the external threads but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/event (osteonecrosis and loss of integration due to multiple myeloma). Pre-existing patient condition noted on the per is 'multiple myeloma'. The reported device had been placed on tooth # 13 (fdi) for approximately 13 ½ years. Measurements were taken using cal1322 ¿ due date: sep 02, 2022. Following comparison to drawings, the device was determined to be within specification. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. Information identified: warnings. Per the applicable IFU, 'excessive bone loss or breakage of a dental implant may occur when an implant is loaded beyond its functional capability. Physiological and anatomical conditions may affect the performance of dental implants'. DHR review: DHR review for the lot (764685) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: all sterilization activities were conducted with no nonconformities per sterilization record (op# 170). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: complaint history review was performed for the reported lot number (764685) for similar events (complaint category keywords: medical: other (osteonecrosis and loss of integration due to multiple myeloma)) and no other complaint was identified. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. The reported event could not be verified as the exact details of event and patient physiological/anatomical conditions were nonverifiable.